Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was unable to input waste medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to input waste medication. A technical support specialist checked the logs, performed hotfix as per knowledge article (ka) (B)(4)¿unable to enter waste amount on pas es; number keys unresponsive¿, rebooted the station, repaired application and verified database recovery mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.